Event description:
Two biorci ha interference screws broke during the procedure. This occurred outside the us, and at the time of this filing it is unk whether the pieces were removed, or the condition of the pt.